Manufacturer narrative:
Product ID: 8709, lot# j10830r48, implanted: (B)(6) 2001, product type: catheter.

Event description:
It was reported the catheter was dislodged and it was discovered the catheter was out of the intrathecal (it) space when they could not get any cerebrospinal fluid (csf) from the catheter. It was noted the healthcare provider (hcp) tried a lumbar puncture (lp) and did an ultrasound (B)(6) 2014, which is when it was discovered. It was unknown if the patient had any withdrawal symptoms because of the patient¿s condition. The patient was originally alert and oriented, but the patient¿s mental status deteriorated since she had been in the hospital. The patient was admitted to the hospital on (B)(6) 2014 for headaches that had been increasing over a few days. It was noted the patient was pretty much obtunded all of the time, had subdural hematomas, and was minimally responsive. The patient had been weaned off the it drugs even though the catheter was out of the it space and wanted to stop the pump. The pump was last refilled on (B)(6) 2014 and the hcp was probably going to program the pump to minimum rate mode, but was going to wait until the family members left the patient¿s room. The pump was being used to deliver clonidine and morphine.